Event description:
It was reported that the pt underwent spinal surgery. The surgeon was not able to get really good bone purchase. Sometime post-op a bone screw backed out. Post op x-rays were taken approx 2 and 4 months post operatively. X-ray films indicated the screw had backed out a little further each time. The pt was scheduled for revision surgery to remove the screws. The surgeon has chosen not to replace the screws because fusion was occurring; the graft looked good. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional product info.